Event description:
A low readings problem was reported with the adc sensor. Customer reported receiving unspecified low readings from the adc sensor in comparison to unspecified readings from a competitor brand device. As a result, customer experienced hypoglycemia with symptoms described as "talkable, panic attack, unable to breathe," and a loss of consciousness and was unable to self-treat, requiring administration of a glucagon injection by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings problem was reported with the adc sensor. Customer reported receiving unspecified low readings from the adc sensor in comparison to unspecified readings from a competitor brand device. As a result, customer experienced hypoglycemia with symptoms described as "talkable, panic attack, unable to breathe," and a loss of consciousness and was unable to self-treat, requiring administration of a glucagon injection by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.